Event description:
Breast augmentation 2 yrs ago- sub glandular position- breasts now very large and pendulous. Pt complained of discomfort and desires to have implants removed. Pt underwent bilateral implant removal with no apparent complications.